Event description:
A talent stent graft system was implanted in a patient emergently for the endovascular treatment of a ruptured thoracic aortic aneurysm. Vessel morphology was reported as a small in diameter iliac artery 7.5 mm, moderate calcification and mild tortuosity. The stent thoracic stent graft was successfully implanted in the patient, however, upon removal, the delivery catheter the iliac vessel was attached to the delivery catheter. The physician elected to perform a femoral to femoral bypass. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation codes, results: arterial trauma/dissection/perforation. Evaluation codes, conclusions: iliac artery was small in diameter and there was moderate calcification.